Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pk dissecting forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "exposed wire." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A site history review was performed and there were no related complaints identified. A system log review was performed and there were no error messages generated from the instrument usage. The instrument had three remaining lives, and it was not used in subsequent procedures. No images or videos of the event were provided for review. The customer reported complaint does not itself constitute an MDR reportable event. However, if a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm pk dissecting forceps instrument was found to have an exposed wire. The procedure was completed with no reported injury.